Event description:
It was reported that on (B)(6) 2025, a 35 navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of right branch bundle block (rbbb) and considered at risk for requiring a permanent pacemaker implantation (ppi). There was calcification extending beneath the aortic annular plane in the interventricular septum. The length of the membranous septum was noted to be short measured as 2mm. Pre-implantation balloon aortic valvuloplasty (pre-bav) was performed using a non-abbott device. During the procedure, the valve was implanted at a depth of 5mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). Post-procedure on the same day, the patient went into a complete heart block and managed with a temporary pacemaker then implanted with an aveir permanent pacemaker. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay. The patient did not have a prolonged hospital stay for monitoring of rhythm. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The implanter did not classify this event as being related to the performance of the device or likely related to the procedure and the patient¿s past medical history. The patient's status was reported to be discharged at the time of follow-up of this report.

Manufacturer narrative:
An event for patient effects of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation was unable to determine the cause for the reported heart block. The reported unexpected medical intervention and surgical intervention were result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 35 navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of right branch bundle block (rbbb) and considered at risk for requiring a permanent pacemaker implantation (ppi). There was calcification extending beneath the aortic annular plane in the interventricular septum. The length of the membranous septum was noted to be short measured as 2mm. Pre-implantation balloon aortic valvuloplasty (pre-bav) was performed using a non-abbott device. During the procedure, the valve was implanted at a depth of 5mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). Post-procedure on the same day, the patient went into a complete heart block and managed with a temporary pacemaker then implanted with an aveir permanent pacemaker. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay. The patient did not have a prolonged hospital stay for monitoring of rhythm. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The implanter did not classify this event as being related to the performance of the device or likely related to the procedure and the patient¿s past medical history. The patient's status was reported to be discharged at the time of follow-up of this report.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.